Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative advised the patient to reset the smart device; upon boot-up the smart device displayed an error message that storage space was critically low. Dexcom representative advised the patient clear out storage and the patient created some space in storage, inserted new sensor, and attempted re-pairing, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.